Manufacturer narrative:
The patient had only 2 leads implanted. As such, this does not meet the reportability criteria.

Event description:
Additional information received indicates that the patient had only 2 leads implanted.

Manufacturer narrative:
Reported phone number: (B)(6). During processing of this complaint, attempts were made to obtain complete device information, but no information was received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02656. Related manufacturer reference number: 1627487-2020-02657. Related manufacturer reference number: 1627487-2020-02659. It was reported that during a lead revision procedure on (B)(6) 2020 (reference related MFR numbers: 1627487-2020-02660, 1627487-2020-02673 and 1627487-2020-02672) unusual fluid was noted at leads and ipg implant sites. As such, the physician decided to explant the entire system to address the issue. Patient was highly infected. MRI was ordered and the patient was released.